Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and advised the customer to continue using the pump while monitoring for any recurrence of the malfunction code.